Manufacturer narrative:
Continuation of d10: product ID: tm90d0, serial# (B)(6), product type: accessory. Product ID: hh90d01, serial# unknown, product type: mobile platform. Product ID: th90d02, serial# unknown, product type: mobile platform. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that it is a patient who frequently contacts the call center, and it is not a malfunction but how to operate the device.

Manufacturer narrative:
Continuation of d10: product ID tm90d0 lot# serial#(B)(6). Product type accessory medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the device was not functioning well, with details unclear. As of last night, the charge was at 100%, but this morning, stimulation was off. Due to a screen malfunction on the handset, pairing with the communicator could not proceed, preventing changes to turn it on. Occasionally, the therapy is found to be off, and it is switched on using the therapy app only when needed. Today, it was noticed in the recharger app that the therapy was off, and an attempt was made to proceed with pairing the communicator using the therapy app. On the ¿confirm serial number¿ screen, the intention was to enter two missing digits, but while the third row (1-3) was displayed and could be touched, the row where 0 and × should appear was faded, with the cancel and continue buttons overlapping it. Pressing 0 resulted in cancellation, and pressing × allowed continuation. The input of 7 and 0 was necessary; 7 could be pressed, but 0 could not, preventing the pairing from proceeding. Restarting the handset did not resolve the issue.